Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. A chest x ray was performed and it was confirmed that the lead dislodged due to twiddler syndrome. The physician also suspected the lead pulled out of the header partially. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. A chest x ray was performed and it was confirmed that the lead dislodged due to twiddler syndrome. The physician also suspected the lead pulled out of the header partially. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.